Manufacturer narrative:
(B)(4). The analysis result showed that the er320 instrument was received with the jaws in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No functional test could be performed due to the returned condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were there any patient consequences? No. Was this initial use of device (not reprocessed)? Yes. How was case completed? By opening 5mm clip. Which firing of the device did this event occur on? First and every firing. What vessel or structure was the device fired on at the time of the event? Lap chole. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Out. Does the patient have any relevant history of surgical treatments? If so, what? No.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip would not close around vessel. No additional information available at this time.